Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by stomach abscess with pus. It was reported that the patient was hospitalized for the event. The cause, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to patient hygiene. The pd catheter was removed and the patient was switched to hemodialysis. The patient has been discharge and patient outcome and patient retraining on proper aseptic technique were not reported. H10: the cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.